Manufacturer narrative:
The arjo representative became aware of the event with the involvement of the maxi move passive floor lift. It was reported that during the final phase of resident transfer from the bed to the wheelchair, the spreader bar detached. This situation happened when the patient was safely situated in the wheelchair and the caregiver started to connect clip sling on the lift spreader bar. At the moment the caregiver was adjusting the right leg clip, the spreader bar disconnected and started falling. The caregiver was able to catch the spreader bar before the part hit the patient. There was no injury reported. The device was evaluated by the arjo service technician. The visual inspection identified the problem with the bushings on the t-bar. One of them was damaged, the second bushing was missing. The functional test confirmed that without this component, the spreader bar assembly was easy to be removed from the lifting arm. A customer did not indicate any information how one of the bushing becaome damaged, and why the second got lost. The IFU for maxi move (04.km.00_1gb) contains warning on how to safety use the device: " warning: check to see that the yoke is locked in place by trying to lift the yoke without pushing in the retaining catch." The last device maintenance was performed by arjo in february 2019. During the inspection, no malfunction of the bushing was identified. For this reason, the exact root cause cannot be explained. Moreover, it needs to be emphasized, the device was in use for over 11 years. In summary, the device played a role in the event as it was used for patient handling during the incident. The root cause was impossible to define despite the analysis of all collected information. During the incident, the spreader bar detachment was reported, the device did not meet its performance specification. We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment during use).

Event description:
The arjo representative became aware of the event with the involvement of the maxi move passive floor lift. It was reported that during the final phase of resident transfer from the bed to the wheelchair, the spreader bar detached. This situation happened when the patient was safely situated in the wheelchair and the caregiver started to connect clip sling on the lift spreader bar. At the moment the caregiver was adjusting the right leg clip, the spreader bar disconnected and started falling. The caregiver was able to catch the spreader bar before the part hit the patient. There was no injury reported.